Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redr2656 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that the midline was placed on (B)(6) 2020 in the right brachial vein. It was stated the midline catheter line was discontinued and found to be bent in several spots.